Event description:
The right ventricular (rv) lead was returned to the manufacturer with no information. The rv lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed no anomalies found. However, the distal conductor of the lead was extrinsically over-rotated, the svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress, the proximal conductor of the lead became extrinsically fractured due to a cut, and the rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. Visual summary analysis of the lead indicated stretching and apparent explant damage. Analysis of the device memory indicated a lead warning alert, impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2007. (B)(4).